Manufacturer narrative:
(B)(6). Report is for one (1) unknown lag screw. Part number unknown, lot number unknown; UDI unknown. Device implant date is unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a lag screw and trochanteric fixation nail-advanced (tfna) nail were originally implanted on an unknown date. Sometime after the implantation, the patient experienced non-union and underwent a revision procedure on (B)(6) 2015. The cause of the non-union was indeterminate. The devices were explanted and a hemi-arthroplasty was performed. There was no surgical delay and the procedure was successfully completed. There was no patient harm. This report is for one (1) unknown lag screw this is report 2 of 2 for (B)(4).